Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported not all keys work which was reproduced. The reported condition was verified. The cause was determined to be failed keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that not all keys work on a spectrum pump. The event date, process step and where the event occurred were unknown..there was no patient involvement. No additional information is available.